Manufacturer narrative:
(B)(4).

Event description:
The patient reported symptom was not well controlled. The patient increased stimulation from 1.0 to 4.0 at once. Patient did not know this device was not a cure. She had no idea about how the therapy worked. Stimulation was also found to be turned off. It was occurring daily. There was not any trauma/falls reported that could be related to this issue. Stimulation was turned back on and patient decreased to 1.3. Patient will monitor symptoms for 3 days as directed by representative and make an adjustment if needed at that time. Patient did not have a post-operative scheduled. Symptoms reported were urgency and leakage. The patient consider this a sudden change in therapy/symptoms. Event date was (B)(6) 2016. Patient reported neurostimulator device was not working .